Event description:
The customer stated that they needed assistance programming their insulin pump but the device would not turn on. They also stated that after a battery change the insulin pump alarmed battery out limit. The customer's blood glucose was 158 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.